Event description:
Vascular occlusion [vascular occlusion] case narrative: (B)(6) report received from a physician via company representative on (B)(6) 2024 and refers to a patient of unknown age and gender, who had received rha (unspecified) on (B)(6) 2024 for unknown indication. An unknown volume of rha was applied on unknown site of injection via needle technique. It was not reported if cannula was used for the administration of rha. The patient¿s medical history and previous procedures were not provided. Concomitant medications, and food supplements were not provided. On (B)(6) 2024, the patient experienced potential vascular occlusion. It was unknown if the patient received any treatment for the event. The outcome of the event was unknown. The intensity of the event was not reported. It was not reported if product was available for return. Health effect - clinical code: e2328, obstruction/occlusion. No additional information was available at the time of this report. Case comment: a causal relationship between the rha and reported vascular occlusion is assessed as possible based on the compatible temporal relationship and the lack of alternative etiologies that can be identified based on the information reported. The company will continue monitoring the benefit-risk profile for the product.